Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the valve was programmed, there was no stoppage of cerebrospinal fluid. The valve was explanted, and the patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pre-implantation, and leak testing. However, the valve did not meet the requirements for pressure-flow testing. Damage was observed on valve. There was a cut in the dome and the inlet connector has damage/cracks. It is unknown how or when this damage occurred. The IFU cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity.¿ proteinaceous debris was also observed in the interior and exterior of the valve. It is not known how or when this damage occurred. The IFU that accompanies the device cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion or may also hold pressure/flow controlling mechanisms open, resulting in overdrainage.¿ all valves are 100% tested at the time of manufacture. Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was difficult to know if there were external/environmental factors that could have affected the performance of the product as it was implanted 5 years prior.